Event description:
It was reported that the patient had been hospitalized due to hyperglycemia. The patient's blood glucose level reached 29 mmol/l (522 mg/dl) while wearing the pod between 5 and 24 hours. The patient's legal guardian reported that the pod began leaking during the night and the patient woke up vomiting and had a headache. When the pod was removed, the cannula appeared bent. The patient was taken to the emergency room, then admitted to the hospital. The patient was treated with saline solution and more, but the patient's legal guardian could not recall. The patient was discharged after 1 day. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.